Event description:
It was reported that the cover on the grid on the system was broken and taped on. Also the power switch was stuck on during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed at on site investigation. The on/off switch and cable assembly were replaced. The image intensifier ring assembly was replaced. The brake on the rear wheel assembly was adjusted during the service call. The system was tested and found to be working as intended and put back into service.